Manufacturer narrative:
Citation: kim ay et al. Early outcomes of percutaneous pulmonary valve implantation with pulsta and melody valves: the first report from korea. J clin med. 2020 aug 26;9(9):2769. Doi: 10.3390/jcm9092769. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the procedural and clinical outcomes of percutaneous pulmonary valve implantation (ppvi) using melody valves and non-medtronic self-expandable valves. All data was retrospectively collected from a single center between august 2015 to march 2020. The study population included 42 patients and was predominantly male with a mean age of 27 years and a mean weight of 62 kg. Of those, one patient was previously implanted with a medtronic hancock ii bioprosthetic valve in the pulmonary position and 29 patients underwent ppvi with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. Among all patients, one death occurred during follow-up due to unrelated complications. The physician/author stated the patient¿s underlying life-threatening comorbidities and chronic renal failure were aggravated after the ppvi procedure. Multiple manufacturers heart valve products were implanted in the study population. The death was not directly associated with medtronic product. For the hancock ii patient, adverse events included: transcatheter valve-in-valve replacement due to right ventricular outflow tract (rvot) obstruction, moderate-severe pulmonary regurgitation, or a mixture of pulmonary regurgitation and rvot obstruction; and heart failure. Based on the available information, medtronic product was associated with the adverse events. Among all melody patients, malfunctions included: type I stent fracture that was diagnosed three years and ten months following valve implant (one case). No intervention was required. Based on the available information, medtronic product was associated with the malfunction. No additional adverse patient effects or product performance issues were reported.